Event description:
It was reported that the patient's implantable neurostimulator (ins) had "flipped." The patient reported that this device was replaced in (B)(6) 2012. No additional information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 3389s-40 lot# v067514, implanted: 2007 (B)(6), product type lead product I, 3389s-40 lot# v067514, implanted: 2007 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).